Event description:
It was reported that the customer had an issue with the act button on the insulin pump's keypad. Customer's blood glucose level was 197 mg/dl. The insulin pump will need to be replaced and was returned by the customer. No additional information provided.

Manufacturer narrative:
Insulin pump had no button response on act button due to corroded keypad traces. Insulin pump had minor scratches on display window, scratched case, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.